Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity outside normal use observed in the black box or download history. The iob feature was observed to be on during a review of the pump history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The pump successfully powered on with no prime issues noted. A "normal", "ez-carb", "ez-bg" and "combo" boluses were successfully performed and accurately recorded in pump history with the correct time and order. A 5 unit bolus was performed; the pump displayed the correct iob unit amount. The pump was opened and no moisture ingress or intermittent issues were found with pcb or to the flex. There were no issues found with the iob during investigation. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting low blood glucose levels of 2.2 mmol/l and 2.5 mmol/l at lunch time related to a suspected issue with the insulin on board (iob) feature of the pump. The patient reported that the iob appeared to be miscalculating resulting in bolus calculations and deliveries that were too large. A review of the bolus history indicated that he patient bolused 0.8 units at 11:38 am, 7.1 units at 12:14 pm, and at 1:33 pm the pump iob was reading 4.77 units. The patient reported feeling that the iob reading seemed extreme and contacted animas for assistance. This report is made based on the allegation that the patient experienced hypoglycemia related to a potential bolus calculation issue.